Event description:
Additional information was received from the consumer 2019-10-08. It was reported that they were charging every 4-5 days and currently they were charging every 3 days. The pain was a little more intense. The cause was unknown. Steps were their worst issue. The issues have not resolved. Every once in a while, they can feel the sensation in their right leg. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient feels like they are charging more frequently and have more pain than when they got the therapy. The patient feels like stimulation covers their pain well when they first charge the battery but then the next day and day after, their pain seems to return. During the call the patient communicated with the ins which showed stimulation on. The therapy is on and the patient keeps the ins charged and charges up to 100%. The patient indicated feeling more pain now than when they got the stimulator 2 years ago. It is the same pain that they have always had and the reason for the therapy. They felt the pain start up last year which caused the patient to retire from one of their jobs. The patient felt that all the lifting of 50 pound bags was no longer good for them. Once they retired things started to feel better. Now their issue is walking up and down stairs; especially if they are carrying items. The patient reported no trauma/falls/emi activity. Patient services asked if the patient tried to increase stimulation but the patient hadn¿t wanted to mess with anything and would wait until they see their healthcare professional (hcp). The patient would call to make an appointment at some point. The location of their symptoms was their spine. The event date was noted to be 2018. They quit their job in august and their pain got better but started up again in 2019. Additional information was received from the patient on 2019-sep-18. They used to be good for 4-5 d ays but now they have to recharge more often. They charged monday and on wednesday they are having a lot of lower back pain until they charge tomorrow. The patient is down to 2-3 days of charging. The patient hasn¿t changed programs or settings. The ins is charged to 100%. They haven¿t had a fall or accident. The patient was redirected to follow up with their hcp. No further complications were reported/are anticipated.